Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 500 au chemistry analyzer. The fse performed multiple interventions. The fse determined the cause of the failure was due to electrode malfunction. The fse replaced all electrodes which included sodium, potassium, and chloride to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining two (2) false erratic ion selective electrode (ise) patient results for sodium (na), potassium (k), and chloride (cl) involving the dxc 500 au clinical chemistry analyzer. The customer reported one (1) patient results out of the laboratory. The patient was sent to the emergency room (ER) for redraw and repeat testing. The patient sample was repeated on same analyzer and back obtaining results which matched the redraw sample results. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 500 au chemistry analyzer. The fse inspected the analyzer and as troubleshooting measure replaced multiple parts which included ise (ion selective electrode) buffer valve, ise reference valve, ise reference electrode, and ise tubing. The cause has not been identified, investigation is ongoing. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).